Event description:
Following mechanical thrombectomy and intravenous administration of 7 mg of integrilin, two overlapping wingspan stents were placed to treat of proximal to mid basilar artery (ba) dissection with associated occlusion. The first stent was placed within the mid ba and the second stent was placed within the proximal ba to the distal intracranial left vertebral artery (va). Stent placement was complicated with in-stent occlusion that was treated with angioplasty and 7 mg of integrilin (intra-arterially) and verapamil (dosage unknown). Loading dose of aspirin and plavix was given as well. Follow-up angiography showed no significant recanalization of the stents and progression in the posterior circulation of acute infarcts. Neurological examination showed that the patient was unresponsive. Two days post procedure; the patient was extubated and died. The physician stated that stents that were used did not directly contribute to the patient's death. At presentation, the patient already had smaller posterior circulation infarcts prior to the procedure and her clinical condition was gradually worsening as infarcts developed.

Manufacturer narrative:
The device remains implanted.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device remains implanted and was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Thrombosis and death are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated patient complication.

Event description:
Following mechanical thrombectomy and intravenous administration of 7 mg of integrilin, two overlapping wingspan stents were placed to treat of proximal to mid basilar artery (ba) dissection with associated occlusion. The first stent was placed within the mid ba and the second stent was placed within the proximal ba to the distal intracranial left vertebral artery (va). Stent placement was complicated with in-stent occlusion that was treated with angioplasty and 7 mg of integrilin (intra-arterially) and verapamil (dosage unknown). Loading dose of aspirin and plavix was given as well. Follow-up angiography showed no significant recanalization of the stents and progression in the posterior circulation of acute infarcts. Neurological examination showed that the patient was unresponsive. Two days post procedure; the patient was extubated and died. The physician stated that stents that were used did not directly contribute to the patient's death. At presentation, the patient already had smaller posterior circulation infarcts prior to the procedure and her clinical condition was gradually worsening as infarcts developed.